Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) display suddenly went blank and generated an alarm. The nurse was at the patient bedside changing the settings to the device when it occurred. The backup ventilation started, and the ventilator continued cycling. The patient was manually ambu bagged and placed on another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the error codes, or the reported malfunction with the display. The unit passed all tests and calibrations per the service manual.(B)(4)